Manufacturer narrative:
H10: the customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. Per good faith effort (gfe) response received on 11jan2024, the authorized service provider (asp) engineer confirmed the reported issue but indicated that repairs were not completed as the customer went with a third-party vendor; however, the asp engineer did mention that the third-party vendor replaced the gas delivery system (gds), and the device was repaired. The asp engineer also stated that the device successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak-co2 rebreathing risk alarm error occurred. The patient had obvious shortness of breath and was given non-invasive ventilation as instructed by the doctor. After the patient was put on the ventilator, the patient's shortness of breath symptoms improved. The electrocardiogram (ECG) monitoring showed that the vital signs were normal. However, after 5 minutes, the device alarmed for repeated carbon dioxide inhalation. The patient was immediately checked to see if there was any discomfort, and the device was with replaced another ventilator per the doctor's instructions. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporter phone #(B)(6).